Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. No evidence of fluid or dried saline was noted within the tygon tubing of the catheter. Additionally, the device met specifications during shaft leak and irrigation leak testing. The device also met specifications during a flow rate test with no errors, leaks, or other functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the procedure, a leak was noted in the catheter saline perfusion pathway. Another catheter was used to continue the procedure with no consequences to the patient.